Event description:
It was reported that the patient presented remotely to the clinic via merlin.net. Transmissions showed the patient¿s the left ventricular (lv) lead exhibited high pacing impedance measurements. Upon interrogation at the clinic, the lv lead also exhibited loss of capture. A chest x-ray was performed with normal results. No intervention was performed. The patient had no adverse consequences.